Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. The system error 105 alarms were confirmed, and caused by a failed motor flex. As a result, the motor assembly was replaced.